Event description:
Critical pt was having bedding changed when pt pulled ett, endotracheal tube, out. Pt required reintubation. Pt was being weaned off propofol "for less" when the pt pulled the ett tube out.